Manufacturer narrative:
No button error alarm noted. However buttons did not respond due to corroded keypad traces. Insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. Insulin pump received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 52 mg/dl. The customer had symptoms such as sleeping and was perspiring from her low blood glucose. The customer was treated for the low blood glucose with juice. The customer stated the insulin pump alarmed button error. Advised to observe time clock for one minute to verify if time advances; found the time advances. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.